Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte-n¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte-n autoguard shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review: a review of the device history record was completed for sub-assembly# 8607679, lot 8085840 manufactured in 02-apr-18 to 27-apr-18 used in claimed lot 8100600. This lot was reviewed regarding the tests of ¿needle retraction failure¿ as evidenced by quality notification # (B)(4) part retraction failure that is related to this defect. Qn/ ncmr review:there is quality notification (qn) or non-compliance report of quality notification # (B)(4) of "part retraction failure". No samples or photos are available for analysis. Confirmed: bd was able to confirm the complaint for the defect claimed. Bd was able to verify the needle retraction failure due to a quality notification for the reported lot that could relate to that issue. The root cause was determined to be due to the activation failure occurring due to a misalignment of zone # 5, station 5.54.4, damaging the "grip" component.